Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was having difficulty getting a heart rate detection at a patient's first follow-up appointment after implant surgery. There were no communication issues with the generator. The physician was unable to get a consistent heart rate at all sensitivity levels. Troubleshooting was unable to resolve the issue. He decided to leave the patient's autostimulation output current at 0.0ma until the heart rate detection function worked properly. The implanting surgeon did not perform the pre-operative evaluation prior to implantation. A company representative went to the next appointment to attempt to troubleshoot the heart rate detection function again. She interrogated the device and ran system diagnostics, and the results were normal. She then attempted the heart rate detection at sensitivities 1 through 5, but none had a consistent heart rate. She had the patient lay down, and got a heart rate reading for a few seconds at sensitivity 3 but not consistently. She left the patient's autostimulation output current at 0.0ma. Programming data was received, and the patient's heartbeat was not detected by the generator at implant surgery or during the follow-up visit on (B)(6) 2015. Device history record was reviewed, and the generator conformed to all functional specifications.

Event description:
Additional programming data was received on 12/01/2015. Review of decoded data shows that on the date of the patient's follow-up appointment ((B)(6) 2015), tachycardia detection was programmed on to sensitivity level 3, and no other sensitivity settings were attempted. Multiple interrogations were performed at sensitivity level 3, and a range of heart rates from 134.7 bpm to 79.2 bpm were detected. The actual heart rate at this time is not known; therefore, it is unclear if sensitivity level 3 was most accurate. The physician decided that he would not program the patient's autostimulation feature on, because the patient does not have an increase in heart rate during seizures. No further troubleshooting was performed or planned.

Event description:
Upon further review of the programming data received from the patient's implant surgery and follow-up visit, the generator did detect foreground heart rates. Review of data shows that on the date of implant ((B)(6) 2015), tachycardia detection was programmed on to sensitivity level 3, and no other sensitivity settings were attempted. One interrogation was performed with td programmed on: the foreground heart rate from this interrogation was 87.1 bpm. Review of data from (B)(6) 2015, which was the patient's second follow-up visit, showed foreground heart rates ranging from 97.8 bpm to 77.2 bpm. The actual heart rate during this time is not known; therefore, it is unclear what sensitivity was most accurate. The patient's physician may not use the tachycardia detection feature of the generator because the patient does not have a rise in heart rate during seizures. Therefore, further troubleshooting may not be performed. Attempts for programming data from the patient's first follow-up visit were unsuccessful to date.

Manufacturer narrative:
Remedial action initiated; corrected data: the previously submitted manufacturer report inadvertently did not include the actions taken for the reported event. Action reported to FDA; corrected data: the previously submitted manufacturer report inadvertently did not include the internal reporting number assigned for the actions for the reported event.